Event description:
It was reported the patient's ipg migrated in the pocket. In turn, the patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly, effective therapy resumed post-operatively.